Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿cassette not properly attached when no cassette is fitted, and the latch is closed¿ was duplicated. The probable cause was a defective latch sensor and downstream occlusion (dso) sensor. Visual test was performed and found damaged(detach) dso seal. The latch sensor, dso sensor, and dso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿cassette not properly attached when no cassette is fitted, and the latch is closed¿; during device evaluation it was found the downstream occlusion seal was damaged (detached). Patient involvement is unknown.